Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 21165628/2000022222, model/catalog description: lead extension kit 25cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had an opened wound at the ipg site. It was also noted that the patient experienced rib stimulation when the stimulator was off or on. Database analysis showed normal values, but the impedance measurements revealed a high value on port d (1 contact). The ipg appears to be working as expected. The patient developed an infection and underwent an explant procedure.